Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 two separate screwdrivers broke as the screws were being inserted into the pelvis. The tip of the drivers broke inside the heads of the screws. The first screw was inserted with the first driver; that driver tip broke off into screw. It was removed with surgical pliers. Another screw, the same size, was inserted with a second driver. The screw was inserted further into the patient before that second driver¿s tip broke inside of screw as well. This screw was not able to be retrieved as easily as the first. Several trays were used to help in removal of screw. The procedure was completed with a sixty (60) minute surgical delay. There were no patient consequences. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 2 of 4 for (B)(4).